Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the down arrow keypad button was under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 06/20/2015 with the following findings: during testing, all of the buttons on the keypad responded intermittently. The keypad was removed and contamination was present under all the button contacts. Unrelated to the initial complaint, the battery compartment was cracked. Also, unrelated to the initial complaint the display was dim and discolored.